Manufacturer narrative:
Checking the manufacturing charts of the lot numbers involved, no pre-existing anomalies were found for the involved lot numbers. Pre revision surgery x-rays were received and sent to a medical consultant for evaluation. Hereby, his evaluation: "the pre-revision / pre-fracture radiographs show a substantial gap distance between the cement-mantle at the humerus and the cortical bone. This could either be due to an already present osteolysis most like due to infection but also to underreaming and incomplete filling with cement. We cannot tell more from the pictures..this is the fateful course of events. There is no sign for implant-related failure here." Even though requested the explants and photo of the devices were not provided by the complaint source. Therefore, considering that: 1) the manufacturing charts the lot numbers involved in the event did not highlight any pre-existing anomaly. 2) according to medical consultant the gap distance between the cement-mantle at the humerus and cortical bone, in pre-fracture x-rays, could be due to osteolysis or to underreaming and incomplete filling with cement. We can assume that the cause of the event is related to patient condition or surgical factor. Based on information received we classify the event as not product related. Product family analysis: according to limacorporate pms data, the revision rate of smr reverse prostheses due to bone fracture is about (B)(4). According to limacorporate pms data, the revision rate of smr reverse prostheses due to dissociation between humeral body and humeral stem is about (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate continues monitoring the market to promptly detect any further similar issue. This is a final MDR report.

Event description:
Revision surgery performed on (B)(6) 2022, due to humeral fracture and dissociation between humeral body and humeral stem. List of explanted components during revision surgery performed on (B)(6), 2022. Please note that the custom augmented glenoid was not explanted during this revision: · smr cemented stem ø12 mm (product code: 1306.15.120 - lot. 1701088) - sold in us. · smr reverse humeral body short (product code: 1352.15.005, lot.1800915) - sold in us. · smr reverse hp liner short (product code: 1365.09.010, lot. 1707123). · smr reverse hp glenosph. 40 mm (product code: 1374.50.400, lot. 1802576). Hereby, information received from the complaint source are listed in chronological order: - on the beginning of 2018 promade augmented glenoid and a spacer were implanted. Exact date of the event is not known. Also, the information on used spacer is unknown. - after this, on (B)(6) 2018, smr reverse devices were implanted (smr cemented stem ø12 mm; smr reverse humeral body short; smr reverse hp liner short; smr reverse hp glenosph. 40 mm). - revision surgery performed on (B)(6) 2022, due to humeral fracture and dissociation between humeral body and humeral stem. Patient male, 79 years old, approximate height: 163cm, approximate weight: 70 kg, activity level: sedentary. Event occurred in united kingdom.

Manufacturer narrative:
Checking the manufacturing charts of the lot numbers involved, no pre-existing anomalies were found for the involved lot numbers. A final report will be submitted at the closure of the investigation.

Event description:
It was reported by the complaint source a revision surgery performed on (B)(6) 2022 due to humeral fracture and dissociation between humeral body and humeral stem. Previous surgery took place on (B)(6) 2018. Primary surgery was performed due to osteoarthritis. Patient male, 79 years old, approximate height: 163cm, approximate weight: 70 kg, activity level: sedentary the following devices were explanted during the revision surgery: smr cemented stem ø12 mm (product code: 1306.15.120 - lot. 1701088) - sold in us, smr reverse humeral body short (product code: 1352.15.005, lot.1800915 - 1800055) - sold in us smr reverse hp liner short (product code: 1365.09.010, lot. 1707123 - 1700235). Smr reverse hp glenosph. 40 mm (product code: 1374.50.400, lot. 1802576 - 1800063) event occurred in united kingdom.